Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 520 mg/dl. The patient reports being unable to apply a pod as they had received a communication error during activation. The patient had gone to a clinic where they were directed to go to the hospital. Once at the hospital the patient was placed in the intensive care unit. The patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital after 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.